Manufacturer narrative:
The following fields were updated due to additional information: b1. Adverse event and/ or product problem: reported issue is both an adverse event and product problem. B2. Other details: used needle stick injury. B5. Describe event or problem: it was reported while using bd vacutainer® multiple sample luer adapter the hub broke off from the device. The healthcare worker sustained a puncture wound from the exposed and contaminated non-patient end of the needle. An exposure protocol was followed with no reported harm or treatment. Reported verbatim, "p there was exposure of blood from the patient that was inside the needle of the luer adapter device to the skin of the professional, it was punctured. The measures taken: the institution's own protocol for accidental puncture." H1. Type of reportable event: serious injury. H6. Adverse event problem: e2010, f11. Investigation summary: bd received three photos for investigation. The first photo displays a luer adapter device attached to a yellow holder, but it does not show the reported defect. The second photo depicts an adapter attached to a clear holder with a luer adapter on the table, yet it fails to show the reported defect. The third photo illustrates a model of the device being attached to equipment, but it also does not show the reported defect. The device history records could not be reviewed as the lot number is unknown. This complaint has not been confirmed for the indicated failure mode: breaks off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter the hub broke off from the device. The healthcare worker sustained a puncture wound from the exposed and contaminated non-patient end of the needle. An exposure protocol was followed with no reported harm or treatment. Reported verbatim, "p there was exposure of blood from the patient that was inside the needle of the luer adapter device to the skin of the professional, it was punctured. The measures taken: the institution's own protocol for accidental puncture."

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® multiple sample luer adapter the hub broke off from the device. No adverse impact was reported regarding the patient or user.